Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc normal measurement was (B)(4) microamps; earth lc single fault normal measurement was (B)(4) microamps; earth lc single fault reverse measurement was (B)(4) microamps. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Evaluation was terminated due to fluid intrusion and no test article can be used due to possible contamination of equipment. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly preventing it from activating resulting in the earth leakage. Assignable cause for the rite failure earth leakage was determined to be caused by a malfunctioning pump assembly due to fluid intrusion. Device was identified to be scrapped.